Manufacturer narrative:
(D10) reported concomitant device(s): 320-38-00 - equinoxe reverse 38mm humeral liner +0. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-01-38 - equinoxe reverse 38mm glenosphere. 320-15-06 - rs glenoid plate ext cag +10mm cage peg. This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h11. The following sections were corrected: d1, d2a, d2b, d4 - model number, catalog number, UDI, d10, e1 - city, zip code, g1 - contact first, last name, g4 - 510k number. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation - remains implanted; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted a combination of forces applied during the surgical procedure or patient-related risk factors. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The cause of the bone fracture reported cannot be conclusively determined but may be related to a combination of forces applied during the surgical procedure or patient-related risk factors. However, this cannot be confirmed because relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Section d10: concomitant products: - humeral stem or stemless (cat# 300-01-13). - reverse humeral liner (cat# 320-38-00). - reverse humeral tray (cat# 320-10-00). - reverse glenosphere baseplate (cat# 320-15-06). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the equinoxe shoulder study, the 83 y/o female patient experience a difficult dislocation greater tuberosity fractured, remaining un-displaced. Patient came to 6 month check up and is happy with her shoulder replacement. Per clinical study report the reported event is not related to the device and possibly related to the procedure.